Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted video confirmed a blood leak between the pump and the apical cuff; however, a specific cause for this finding could not be conclusively determined. The submitted video showed the pump implanted into the left ventricle with the apical cuff in place on the ventricle and the cuff lock in the closed position, securing the apical cuff. A blood leak at the apical cuff is visible as the blood is removed by a suction device. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-043275, and no further related events have been reported at this time. The relevant sections of the device history records for mlp-043275 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (IFU) is currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The device is included in the hm3 inflow seal interface with apical cuff notice issued by abbott on 19mar2024 no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the operation after starting the pump, the surgeon discovered bleeding beneath the pump. The bleeding was attributed to a leak at the seal interface between the heartmate inflow cannula and the titanium apical cuff. The surgeon repositioned the pump using standard techniques to mitigate air risk and manage surgical bleeding. As a result, the bleeding ceased. The patient was stable and extubated.